Event description:
Original information was reported on (B)(6) 2014 that ¿things were not going well¿ for the patient after implant. The patient stated that she did not get a therapy guide, she was still ¿half out of it¿ when she was shown how to use the programmer, and she was a complete wreck. The patient stated that the first couple of days after surgery she was feeling really ¿crummy,¿ so she did not look at the manual until the day prior to the report. The patient stated that the day prior to the report she was ¿thinking¿ and did not feel any stimulation. The patient was assisted with the programmer and saw that she was on program 3 at 1.1 volts. The patient increased to 1.2 volts where she felt comfortable stimulation in the bicycle seat area. Nine days later, it was reported that the patient was very upset as she got her therapy reading materials and if she would have seen them earlier, she might not have had the surgery. The patient had been so ¿psyched out¿ since she got the book. The patient mentioned that she had a follow-up appointment with her doctor the week after the report. Nine days later, it was reported that the patient was not told of the ¿restrictions¿ prior to being implanted. The patient was extremely upset about that. The patient also noted that she never had therapeutic effect. The patient had been very sick, having cold and flu-like symptoms, since implant and was unable to get to her follow-up appointment because of sickness and poor weather. The patient noted that the implant was on and she felt it initially, but did not later. The patient stated that she was still using depends and she was willing to continue doing so. The patient had an appointment scheduled for (B)(6) 2014. Five days later, it was reported that the device was turned off. The patient had an appointment scheduled for (B)(6) 2014. Four days later, it was reported that the patient had not seen her doctor yet. The patient had an appointment scheduled for (B)(6) 2014 and had concerns. On (B)(6) 2014 additional information was received indicating that the patient had no stimulation sensation. The patient had an adjustment about a month prior to (B)(6) 2014 and within a couple of days after the adjustment she started to notice a stabbing sensation. It was noted the patient was initially on program 1 and their urologist switched to program 2 at 1.8 volts. The patient decreased and that didn¿t make a difference and then she increased however that did not help either. The patient had not switched programs as she did not know how. There were concerns that something may have disconnected. It was noted that there were no reports of falls/trauma since last (B)(6). The patient had not noticed any improvement during the day, and still had incontinence and once in a while felt the urge to void. The patient had to wear depends and pads all the time because when she was out of the house she just could not make it to the restroom in time. At night the patient woke up soaked every other night and prior to implant the patient woke up every night soaked. Patient did have an appointment to see her physician for (B)(6) 2014. Seventeen days later, it was reported that the patient still had concerns but were working with their doctor or manufacturer representative and had an appointment scheduled for (B)(6) 2014.

Event description:
Additional information was received indicating that the patient had been seen at their physician¿s office in (B)(6) 2014 and the patient¿s implant was ¿perfectly working well.¿

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0e06g, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).